Event description:
It was reported that the device was not reading syringe correctly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was dirty and cracked bottom case (l bracket area). During syringe testing and check calibration verification on both quality control slugs, the reported problem was duplicated. The root cause of the reported issue was found to be the barrel clamp guide was broken. Replaced barrel clamp guide and performed syringe reading test and all functional testing, which the device passed. (UDI) is unknown. No product information has been provided to date.